Event description:
An intuitive surgical, inc. (Isi) clinical sales representative (csr) initially reported that during a da vinci-assisted pulmonary segmentectomy, upper lobectomy procedure, a leak test revealed an air leak. The leak was reportedly not in the stapler section. It was alleged that the air leak was associated to lung tissue in the left lower lobe that may have been damaged intraoperatively by a long bipolar grasper instrument used on the right hand. The cause of the reported incident is unknown. During the procedure, a cable broke on a large needle driver (lnd) instrument after some time. A backup instrument of a different kind was used to complete the procedure. Per the event description, there is no indication that the product was not being used as intended.on 29-oct-2021, isi obtained the following additional information from the console surgeon regarding the reported event: during a da vinci-assisted pulmonary segmentectomy, upper lobectomy procedure, there was an air leak. It is unknown what specific surgical task was being performed when the alleged injury occurred. The leak was not identified on bronchial tissue. The lung tissue was reportedly sutured to repair the leak. The lnd was initially used during attempts to repair the leak with sutures. However, due to the cable issue on the lnd, a cadiere forceps instrument was used to repair the air leak instead. It was explained that the cable issue with the lnd was not related to the air leak. When asked what caused the complication, the surgeon noted, ¿the lung was unintentionally damaged during intraoperative manipulation.¿ the surgeon confirmed that the procedure was completed robotically. No post-operative complications have been reported.

Manufacturer narrative:
Based on the current information provided, the root cause of the operative complication cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. Site history complaint review was conducted on (B)(6) 2021 and found no additional complaints for this product. No image or video clip for the reported event was submitted for review. System error log review was conducted on (B)(6) 2021 for a procedure on (B)(6) 2021 on system (B)(4). There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Long bipolar grasper (lbg) instrument, part number: 470400-10, lot number: n10201109 0090,sn: (B)(4), was in use for 3 hours and 49 minutes, had 9 of 10 uses remaining, and has not been used in a subsequent procedure. Logs showed that there was only one large needle driver (lnd) instrument part number: 470006-12, lot number: n10191203 0486, sn: (B)(4) was in use for 35 minutes, had 3 of 10 uses remaining, and was not used in a subsequent procedure. Neither a backup lbg nor a lnd instrument was found in the logs. Based on the information at this time, this complaint is reportable due to the following: during a da vinci-assisted (B)(6) procedure, an air leak was identified and repaired with sutures. The surgeon believes the air leak may have occurred as a result of (B)(6) that was unintentionally damaged in the left lower (B)(6) by a long bipolar grasper instrument. At this time, the root cause of the reported intra-operative complication is unknown. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.